Event description:
During insertion, customer felt difficulty to insert the 0.018" guide wire. Another guide wire was used and the problem was solved. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.